Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2013 and a system diagnostic results revealed high impedance (>=10000 ohms). On (B)(6) 2013, a system diagnostics were run and high impedance was found again (6303 ohms). It was also reported that the device was found off on (B)(6) 2013. The system diagnostic test was run on (B)(6) 2013 and showed an impedance value in the normal limits. The patient's device was reprogrammed and delivering the therapy as intended. No patient adverse events were reported. No known surgical interventions have occurred to date.